Event description:
Product returned to medtronic for analysis - reported in medtronic database. Medtronic case no. (B)(4); received 2/26/2025; coded as c500 non-complaint and closed. Device explanted for unknown reason; not able to find patient. No anomalies found with device. No further action to be taken.